Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio observed that the device would power on and function normally on battery power, but the device would not power on using ac power. Physio replaced the device's power module to resolve the observed issue. After observing proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.